Event description:
Caller reported an issue with cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller through the reset process, after which the pump no longer displayed the cgm error code.